Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent down arrow button response due to corroded keypad traces. The following physical damage was noted: cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error while programming a bolus; none of her buttons were responsive. The patient's blood glucose at the time of incident was 169 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.